Event description:
"Year-old" female patient was involved in a company-sponsored observational study titled "post-approval study protocol: a study to evaluate the effectiveness of essure post-novasure radiofrequency endometrial ablation procedure following a successful essure confirmation test" (protocol: 16975). The patient ((B)(6)) had essure inserted. The report describes a case of uterine haemorrhage ("abnormal uterine bleeding") and pelvic pain ("pelvic pain"). The patient's concurrent conditions included pelvic pain and uterine bleeding. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, 2 years 9 months after insertion of essure, the patient experienced uterine haemorrhage (seriousness criterion intervention required) and pelvic pain (seriousness criterion intervention required). The patient was treated with ibuprofen, vicodin (hydrocodone w/acetaminophen), surgery (salpingectomy/hysterectomy -robotic/ cystoscopy, culdoplasty: left/ right essure were removed). On (B)(6) 2018, the uterine haemorrhage and pelvic pain had resolved. The investigator considered pelvic pain and uterine haemorrhage to be unrelated to essure. The reporter commented: the events abnormal uterine bleeding and pelvic were not related to novasure device. The investigator cited the concomitant disease (specified as pelvic pain) as an alternative possible explanation for abnormal uterine bleeding. In addition, the above events were also considered possibly related to a pre-existing condition informed as abnormal uterine bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Pathology on (B)(6) 2018: uterus ¿ mild chronic cervicitis with focal squamous metaplasia. Late proliferative/early secretory endometrium. Adenomyosis. Scar/fibrosis region of lower uterine segment with associated stenosis. Right fallopian tube: paratubal cyst. Intraluminal metallic foreign body suggestive of essure coil. Left fallopian tube: intraluminal metallic foreign body suggestive of essure coil. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Year-old female patient was involved in a company-sponsored observational study titled "post-approval study protocol: a study to evaluate the effectiveness of essure post-novasure radiofrequency endometrial ablation procedure following a successful essure confirmation test" (protocol: 16975). The patient (patient ID: 005027) had essure (batch no. C51073) inserted. The report describes a case of uterine haemorrhage ("abnormal uterine bleeding") and pelvic pain ("pelvic pain"). The patient's past medical history included uterine bleeding on (B)(6) 2016 and endometrial ablation on (B)(6) 2017. Concurrent conditions included pelvic pain. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, 2 years 9 months after insertion of essure, the patient experienced uterine haemorrhage (seriousness criterion intervention required) and pelvic pain (seriousness criterion intervention required). The patient was treated with ibuprofen, vicodin (hydrocodone w/acetaminophen), surgery (on 17-asalpingectomy/hysterectomy -robotic/ cystoscopy, culdoplasty: left/ right essure were removed) and surgery (hysterectomy). On (B)(6) 2018, the uterine haemorrhage and pelvic pain had resolved. The investigator considered pelvic pain and uterine haemorrhage to be unrelated to essure. The reporter commented: the events abnormal uterine bleeding and pelvic were not related to novasure device. The investigator considered the concomitant disease (specified as pelvic pain) as an alternative possible explanation for abnormal uterine bleeding. In addition, the above events were also considered possibly related to a pre-existing condition informed as abnormal uterine bleeding. The patient had a history of abnormal uterine bleeding, diagnosed on (B)(6) 2016. Therefore an endometrial ablation was performed on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.3 kg/sqm. Pathology on (B)(6) 2018: uterus ¿ mild chronic cervicitis with focal squamous metaplasia. Late proliferative/early secretory endometrium. Adenomyosis. Scar/fibrosis region of lower uterine segment with associated stenosis. Right fallopian tube: paratubal cyst. Intraluminal metallic foreign body suggestive of essure coil. Left fallopian tube: intraluminal metallic foreign body suggestive of essure coil. Although lot was reported to be cs1073 in cioms, it is not a valid lot. The correct lot as reported by the study center is c51073. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-sep-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This 41-year-old female patient was involved in a company-sponsored observational study titled "post-approval study protocol: a study to evaluate the effectiveness of essure post-novasure radiofrequency endometrial ablation procedure following a successful essure confirmation test" (protocol: 16975). The patient (patient ID: 5027) had essure (batch no. C51073) inserted and novasure. The case describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') and pelvic pain ('pelvic pain'). The patient's medical history included endometrial ablation on (B)(6) 2017 and uterine bleeding on (B)(6) 2016. Concurrent conditions included pelvic pain. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient received novasure at an unspecified dose and frequency. On (B)(6) 2018, the patient experienced uterine haemorrhage (seriousness criterion intervention required) and pelvic pain (seriousness criterion intervention required), 2 years 9 months after insertion of essure. The patient was treated with ibuprofen, vicodin (hydrocodone w/acetaminophen) and surgery (hysterectomy and hysterosalpingectomy -robotic/ cystoscopy, culdoplasty: left/ right essure removal). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the uterine haemorrhage and pelvic pain had resolved. The investigator considered pelvic pain and uterine haemorrhage to be unrelated to essure and novasure. The reporter commented: the events abnormal uterine bleeding and pelvic were not related to novasure device. The investigator considered the concomitant disease (specified as pelvic pain) as an alternative possible explanation for abnormal uterine bleeding. In addition, the above events were also considered possibly related to a pre-existing condition informed as abnormal uterine bleeding. The patient had a history of abnormal uterine bleeding, diagnosed on (B)(6) 2016. Therefore an endometrial ablation was performed on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.3 kg/sqm. Pathology on (B)(6) 2018: uterus ¿ mild chronic cervicitis with focal squamous metaplasia. Late proliferative/early secretory endometrium. Adenomyosis. Scar/fibrosis region of lower uterine segment with associated stenosis. Right fallopian tube: paratubal cyst. Intraluminal metallic foreign body suggestive of essure coil. Left fallopian tube: intraluminal metallic foreign body suggestive of essure coil. Although lot was reported to be cs1073 in cioms, it is not a valid lot. The correct lot as reported by the study center is c51073. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: reconciliation with clinical study database: novasure was added to case as study medication (relationship between novasure and the events was mentioned in comment section previously). No new follow-up information was received from the reporter. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This 41-year-old female patient was involved in a company-sponsored observational study titled "post-approval study protocol: a study to evaluate the effectiveness of essure post-novasure radiofrequency endometrial ablation procedure following a successful essure confirmation test" (protocol: 16975). The patient (patient ID: 5027) had essure (batch no. C51073, (cs1073 -inv)) inserted and novasure. The case describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') and pelvic pain ('pelvic pain'). The patient's medical history included endometrial ablation on (B)(6) 2017 and uterine bleeding on (B)(6) 2016. Concurrent conditions included pelvic pain. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient received novasure at an unspecified dose and frequency. On (B)(6) 2018, the patient experienced uterine haemorrhage (seriousness criterion intervention required) and pelvic pain (seriousness criterion intervention required), 2 years 9 months after insertion of essure. The patient was treated with hydrocodone;paracetamol, ibuprofen and surgery (hysterectomy and hysterosalpingectomy -robotic/ cystoscopy, culdoplasty: left/ right essure removal). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the uterine haemorrhage and pelvic pain had resolved. The investigator considered pelvic pain and uterine haemorrhage to be unrelated to essure and novasure. The reporter commented: the events abnormal uterine bleeding and pelvic were not related to novasure device. The investigator considered the concomitant disease (specified as pelvic pain) as an alternative possible explanation for abnormal uterine bleeding. In addition, the above events were also considered possibly related to a pre-existing condition informed as abnormal uterine bleeding. The patient had a history of abnormal uterine bleeding, diagnosed on (B)(6) 2016. Therefore an endometrial ablation was performed on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.3 kg/sqm. Pathology on (B)(6) 2018: uterus ¿ mild chronic cervicitis with focal squamous metaplasia. Late proliferative/early secretory endometrium. Adenomyosis. Scar/fibrosis region of lower uterine segment with associated stenosis. Right fallopian tube: paratubal cyst. Intraluminal metallic foreign body suggestive of essure coil. Left fallopian tube: intraluminal metallic foreign body suggestive of essure coil. Although lot was reported to be cs1073 in cioms, it is not a valid lot. The correct lot as reported by the study center is c51073. Batch no c51073 production date 2014-04-23 expiration date 2017-04-23. Lot number cs1073 is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-apr-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Year-old female patient was involved in a company-sponsored observational study titled "post-approval study protocol: a study to evaluate the effectiveness of essure post-novasure radiofrequency endometrial ablation procedure following a successful essure confirmation test" (protocol: (B)(4)). The patient (patient ID: (B)(6)) had essure (batch no. Cs1073) inserted. The report describes a case of uterine haemorrhage ("abnormal uterine bleeding") and pelvic pain ("pelvic pain"). The patient's past medical history included uterine bleeding on (B)(6) 2016 and endometrial ablation on (B)(6) 2017. Concurrent conditions included pelvic pain. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, 2 years 9 months after insertion of essure, the patient experienced uterine haemorrhage (seriousness criterion intervention required) and pelvic pain (seriousness criterion intervention required). The patient was treated with ibuprofen, vicodin (hydrocodone w/acetaminophen), surgery (on (B)(6) 2018 salpingectomy/hysterectomy -robotic/ cystoscopy, culdoplasty: left/ right essure were removed) and surgery (hysterectomy). On (B)(6) 2018, the uterine haemorrhage and pelvic pain had resolved. The investigator considered pelvic pain and uterine haemorrhage to be unrelated to essure. The reporter commented: the events abnormal uterine bleeding and pelvic were not related to novasure device. The investigator considered the concomitant disease (specified as pelvic pain) as an alternative possible explanation for abnormal uterine bleeding. In addition, the above events were also considered possibly related to a pre-existing condition informed as abnormal uterine bleeding. The patient had a history of abnormal uterine bleeding, diagnosed on (B)(6) 2016. Therefore an endometrial ablation was performed on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.3 kg/sqm. Pathology on (B)(6) 2018: uterus ¿ mild chronic cervicitis with focal squamous metaplasia. Late proliferative/early secretory endometrium. Adenomyosis. Scar/fibrosis region of lower uterine segment with associated stenosis. Right fallopian tube: paratubal cyst. Intraluminal metallic foreign body suggestive of essure coil. Left fallopian tube: intraluminal metallic foreign body suggestive of essure coil. Most recent follow-up information incorporated above includes: on 23-aug-2018: references added from deleted duplicate case (B)(4). On 11-sep-2018: follow-up information from the investigator: the patient had a history of abnormal uterine bleeding, diagnosed on (B)(6) 2016. Therefore an endometrial ablation was performed on (B)(6) 2017. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.